Manufacturer narrative:
The device did not return; therefore no evaluation could be performed and complaint could not be confirmed. The lot number for the zirconia coping was not provided and therefore a device history record review could not be completed. A review of complaint trending did not provide indication of a manufacturing deviation. A definitive root cause has not been determined.

Manufacturer narrative:
Device product code is elz. (Code was not available in drop down list) device not returned.

Event description:
The lab tech indicated that the zirconia coping (cbzr0405) fractured.